Event description:
It was reported that a device replacement was being done due to battery depletion. After the device was removed from the pocket, the leads were checked through the analyzer and were then connected to the device. The pocket was sutured. Measurement data was taken once again and pacing threshold was quite different from the measurements that were obtained with the analyzer. The device pocket was reopened and a visual examination of the connections and possible damage was done. No issues were found, but the physician elected to replace the device with a new one in case there were other issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.